Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "cystic adverse local tissue reactions in asymptomatic modular metal-on-metal total hips may decrease over time" written by jeffrey m. Goldstein, md, thomas k. Fehring, md, and keith a. Fehring, md published by the journal of arthroplasty accepted by publisher 6 january 2016 was reviewed. The article's purpose to determine the natural history of adverse local tissue reaction lesions that been noted on cross-sectional imaging in asymptomatic patients. This study is a follow up to previously reported of asymptomatic patients, but this study reports that 3 patients (listed in table 1 and in narrative description) became symptomatic and required revision due to "pain and mechanical symptoms." The patients are captured individually in linked complaints as information regarding their ion levels are individually provided. All three patients have pinnacle cups and non-modular depuy stems (stem platform not identified) with mom bearing surfaces. The article does not mention debris or bearing wear. This complaint captures patient #24 with a type 2 lesion .6 cm with co ion level of 16 ppb and cr ion level of 10 ppb and was revised due to "pain and mechanical symptoms."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.